Event description:
The customer reported that he was treated by the paramedics due to low blood glucose levels. The customer was not connected to the infusion set during the rewind or manual prime. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that he accidentally programmed a temporary basal rate on the night of the event. The basal rate was programmed with the wrong amount, causing his blood glucose levels to drop. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.